Event description:
Customer was hospitalized for high blood glucose levels. Customer did not change her infusion set to treat her high blood glucose levels, prior to being hospitalized. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
The insulin pump passed functional testing including the 7.2 unit bolus and occlusion tests.